Event description:
The patient ultimately underwent on pump exchange on (B)(6) 2019.

Manufacturer narrative:
Approximate age of device: 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient received a pump exchanged due to elevated ldh and suspected pump thrombus. No further information was provided.